Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported they had a patient develop an ocular inflammation postoperatively. An intraocular irrigation was performed. Additional information was requested; however, none has been received to date. This is one of two reports for this surgeon.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finished goods lot; however, it is the second complaint for this issue for this lot. The device history record shows the product was released per specifications. The sample is expected, however, the sample has not been received to date. When a sample is received, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer. The customer reported the patient's initial procedure was performed on the left eye and the patient was the twenty-forth of twenty-four procedures. Three days after the initial procedure, the patient presented with postoperative inflammation. The surgeon indicated the cause was unknown and the patient is recovering after undergoing a vitrectomy procedure three days postoperatively. In addition, a bacterial exam was perform though the results were not documented.